Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by instructing them to remove the pump from its case and press the button more firmly, which led to the screen turning on, but the button remained hard to press. Customer continued to use the pump for insulin therapy.